Event description:
Baxter (B)(4) received a report that an intermate had leaked. The device was filled with a solution containing 90 mg pamidronate in 250 ml saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. Visual examination of the unit confirmed a leak as evidence of a leak was observed inside the bag that contained the sample. Further examination revealed the source of the leak to be broken tubing at the junction of the luer post. The broken tubing was caused by stress applied by the location of the slide clamp within the shrink wrap packaging. A new slide clamp was implemented in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.